Event description:
The patient contacted animas on (B)(6) 2012, alleging that for two weeks the down arrow keypad button was intermittently unresponsive. The patient denied trauma or moisture to the pump. The patient reportedly wears the pump in a pocket and does not clean the pump. There were no reported adverse events associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no visible damage to the keypad. The down, contrast, and ok buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.